Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 588 mg/dl. The customer's current blood glucose is 317 mg/dl. The customer was woke up with a blood glucose level of 405 mg/dl and treated with manual injections. The customer also reports tubing clamp available. Troubleshooting was done for high blood glucose and tubing clamp. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.